Event description:
The patient had pain due to a dislocation of the head from the liner and the cause is unknown. At about 7 months post primary the surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 november 2024: lot: 2344026: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 2028-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional implant involved, liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot: 2115597: (B)(4) items manufactured and released on 23-nov-2021. Expiration date: 2026-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.